Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was reviewed. Revision of d005120 rev 01 was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to have the device sample to perform a proper investigation to confirm the alleged defect and determinate the root cause. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges they "tried" the device from the box and it would not inflate, or stay inflated (event captured in MFR rtp #3003898360-2017-00954) during testing . There was no report of patient involvement. There was no report of patient harm.